Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation (supraventricular tachycardia (svt) study / accessory pathway) and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. No transseptal puncture performed as it was retrograde into la (left atrium). No evidence of steam pop. A pericardial effusion was noticed post-ablation. About 6 minutes after ablation, the patient complained of chest pain. The pericardial effusion was confirmed with intracardiac echocardiogrpahy (ice) and a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis. The patient was required intensive care unit (ICU) recovery and outcome is fully recovered. The physician¿s opinion was ensuring that the rv (right ventricle) catheter (competitor's catheter) was the cause of the effusion. A perforation was located in the rv. Correct catheter settings were selected and there were no error messages on biosense webster equipment. Since the event occurred post-ablation, the biosense webster (bwi) cardiac ablation catheter cannot be dissociated as a contributor to the effusion. Therefore, this event is conservatively being reported under the bwi catheter. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31191308l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion was ensuring that the rv (right ventricle) catheter (competitor's) was the cause of the effusion. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. The reddish material inside the pebax, is unrelated to the issue reported by the customer. This finding is MDR reportable with an awareness date of 08-apr-2024. The instruction for use (IFU) contain the following warning and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged by increasing the flow rate and verifying flow from each of the six irrigation holes. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported adverse event. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the reddish material and a hole on the pebax's surface. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation (supraventricular tachycardia (svt) study / accessory pathway) and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. No transseptal puncture performed as it was retrograde into la (left atrium). No evidence of steam pop. A pericardial effusion was noticed post-ablation. About 6 minutes after ablation, the patient complained of chest pain. The pericardial effusion was confirmed with intracardiac echocardiogrpahy (ice) and a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis. The patient was required intensive care unit (ICU) recovery and outcome is fully recovered. The physician¿s opinion was ensuring that the rv (right ventricle) catheter (competitor's catheter) was the cause of the effusion. A perforation was located in the rv. Correct catheter settings were selected and there were no error messages on biosense webster equipment. Since the event occurred post-ablation, the biosense webster (bwi) cardiac ablation catheter cannot be dissociated as a contributor to the effusion. Therefore, this event is conservatively being reported under the bwi catheter.